Event description:
The humidifier was connected to an oxygen flowmeter, at 2 lpm. The respiratory therapist noted bubbles coming through the water jar, however there was no oxygen flow out of the device. The jar to head assembly screw connection appears to be leaking. An additional unit was tested and malfunctioned in the same manner.======================manufacturer response for bubble humidifier, airlife (per site reporter).======================no response as of yet.